Event description:
It was reported to philips that the device monitor flashed asystole which was found to be a false reading. The patient involved was reported to have not experienced harm or adverse patient impact.